Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of (B)(6)2022. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70. (B)(6).

Event description:
It was reported that the patients programs were cutting in and out and was causing overstimulation. It was noted that the leads had high impedances. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted leads were kept by the medical facility.